Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that the double vision issue experienced by the customer was associated with the camera head. The camera head produces three dimensional images to the da vinci s system through right and left optical paths. The images are acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The system was repaired by replacing the affected camera head. The camera head was returned and evaluated by the original equipment manufacturer (OEM). The OEM found the camera's stage was loose, causing the customer reported double vision. The camera was repaired by readjusting and repairing the stage. As of february 18, 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that while beginning a da vinci s prostatectomy procedure, the surgeon was receiving a double vision image from the surgeon side console (ssc). With the assistance of an isi technical support engineer, the site re-aligned their scope several times and exchanged the scope multiple times, however, the double vision continued to occur. The site stated the image looked normal without the scope and when not docked to the patient, however, as soon as they docked the system to the patient and when the camera head was moved, the image lost fusion and gave a double vision appearance. The patient was under anesthesia for approximately 45 minutes and the system had been docked to the patient for approximately 25 minutes when the surgeon decided to abort and reschedule the case for a later date. No patient harm, adverse outcome or injury was reported.